Manufacturer narrative:
Details of complaint: the customer reported they were getting intermittent comm loss at the central nurse's station (cns) in the ed department. They were also seeing sawtooth waveforms. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the customer reported that the communication loss was resolved by replacing one of their power-over-ethernet network switches. Network switches are customer owned and are a third-party product not controlled by nk. As such the root cause for the communication loss is failure of a third-party product. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bedside monitors: model #: bsm-4104, serial #: ni. Wlan wireless devices: model #: qi-410pa , serial #: ni.

Event description:
The customer reported they were getting intermittent comm loss at the central nurse's station (cns) in the ed department. They were also seeing sawtooth waveforms. No patient harm was reported.

Manufacturer narrative:
The customer reported that the communication loss in the ed department, they were showing sawtooth waves and then going into communication loss. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the communication loss in the ed department, they were showing sawtooth waves and then going into communication loss. No patient harm was reported.